Event description:
Report received of a clotted patient line and device occlusion alarms. The patient was status post total left knee replacement on 5/19/1998, which subsequently became infected on 6/9/1998. Home based antibiotic therapy was started on 6/15/1998 with the pump set to infuse 3 million units of penicilin (volume not specified) every 4 hours with a keep vein open rate of 0.2ml/hour via hohn perpherally inserted central catheter line. On 6/17/1998 at 8pm, the pump alarmed for occlusion. On 6/18/1998, the patient went to his doctor's office and the line was reopened with abbokinase. At 4pm the infusion was restarted with the keep vein open rate increased to 0.4ml/hr. At 8pm that same day, the patient reported occlusion alarms. On 6/19/1998, the patient went to the emergency room and the hohn catheter was again re-opened and the peniciliin infusion restarted. On 6/21/1998, at 8am, the pump again alarmed for occlusion. The patient returned to the emergency room and was admittted for worsening infection of the left knee and clotted periperally inserted central catheter line. A new peripherally insterted central catheter line was inserted and the patient was discharged on 6/22/1998 with a different type of pump. The knee prosthesis was subsequently removed (date not specified) and antibiotic implants were placed. Replacement of the knee prosthesis to occur once the infection has resolved. No additional information was available.